Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the instrument. The fse found that the ise (ion selective electrode) tubings in use were incorrect.. The fse also found black gunk in the reference (ref) valves and malfunctioning reference electrode. The fse performed mainteannce using stylus to remove gunk the ise ref valve tubing, replaced ise tubing with the correct ones, and replced the ref electroe which resolve the issue. The fse performed system verification successfully without furhter issues. No futher issues noted after performing maintenance and replacement of parts. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is :(B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous low ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl). The samples were repeated on an alternate instrument and results considered normal were obtained. The erroneous results were not reported out of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.